Event description:
It was reported that the customer rec'd multiple occlusion alarms. The customer's blood glucose level was not impacted. As the customer was not currently wearing the pump, tandem tech support did not perform any trouble shooting on the device.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info becomes available a supplemental report will be submitted.